Event description:
It was reported to bsc/target that during the procedure the tip marker of the turbo tracker-18 infusion catheter got separated. There were no reported injuries during the procedure.